Event description:
A home patient reported a pin hole leak in the drain bag portion of the ultra set. Per the home patient, the hole is located in the center of the bag. Per home patient, there is no patient injury or medical intervention associated with this incident.